Event description:
It was reported that during a lap gastric bypass procedure, the handpiece housing was cracked. Another disposable had to be pulled. There was no pt consequence.

Manufacturer narrative:
Date sent: 07/08/2008. The hand piece was returned with a loose mount and the nose cone cracked. The analysis was performed and was found that the hand piece no longer meets the specifications for continuity. It was tested on a generator and no error code was noted. The hand piece was disassembled and found a torn acoustic isolator and moisture ingress inside of it. Complaint info is trended on a regualr basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.